Event description:
It was reported "suspected iab leak". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The one-way valve was tethered to the short driveline tubing. The exposed portion of the iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact; no damage or abnormalities were noted to the cal key. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 25.1cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "frequent helium loss alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which resulted in the helium loss alarms. Unrelated to the reported complaint, the returned iabc bladder was found with-drawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos ad- hesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "suspected iab leak". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)